Event description:
It was reported that during a gynecological procedure the tip of the spring tip electrode fell off into the pt. The surgeon was removing a 2cm fibroid. This event occurred about 15 minutes after using the electrode. The surgeon feels the tip was flushed out of the uterus. There were no pt consequences reported.